Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to a transcatheter arterial chemoembolization (tace) interventional procedure, preclose placement of the suture was attempted in the left common femoral artery using a proglide device. The arteriotomy was 6f. Reportedly, during deployment, it was noticed the "thread" was missing. A second proglide device was successfully placed using the preclose technique. The sheath was not upsized for the tace procedure. The tace procedure was completed and the pre-placed proglide suture achieved hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.